Event description:
It was reported via legal documentation that approximately 58 months after a right total hip replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 6261039 - 01-030-01-0348 - alt cup clstr g3 sz 48. S015386 -180-65-15 - alteon 6.5mm screw, 15mm. 4744904 - 142-32-93 - cocr fem head 32mm -3.5 offset 12/14. 4968048 - 164-13-10 - novation element ro s/o col sz 10. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.